Manufacturer narrative:
Additional information: d10, g4, h3, h6 the incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: post market vigilance (pmv) led an evaluation of one dst series* eea* 28mm single use stapler and one photograph. Evaluation of the photo noted that it depicted a loose spring. Visual inspection of the stapler noted that it was returned with the packaging open. A spring component was noted to be loose. The staple guide had a full complement of staples, was attached to the stapler and showed no damage. The green bar was visible in the indicator window and the safety feature was engaged. The pusher fingers appeared to be intact and inspection under the microscope noted no damage to the knife blade. The anvil of the stapler was observed to be not tilted and separated from the stapler. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. These conditions indicate the stapler had not been fired. An x-ray of the stapler was taken which showed a spring properly assembled inside the device. The stapler was disassembled and a spring was observed in the device. The loose spring which was observed in the packaging, was determined to be an extra component not required per the bill of materials (bom) for the stapler. A review of the device history record for the stapler indicates the product was released meeting all medtronic quality release spe cifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed loose spring was determined to be a result of a manufacturing activity. The manufacturing process inadvertently allowed an extra component to become lodged inside the stapler during assembly, which was not detected through manufacturing process when packaging the stapler. A process improvement has been initiated to prevent this condition from recurring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, before use, the spring fell off from the device. Another device was used to complete the case. There was no patient injury.